Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, when the plunger was removed, the suture was not present, as a suture break occurred with the prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed to the returned device. The reported suture separation during plunger removal was not confirmed; however, there was an observed suture malposition. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The observed suture malposition and subsequent treatment appear to be related operational context of the procedure. It is likely that an interaction with patient anatomy or friable femoral vessel contributed to the observed suture malposition. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.